Manufacturer narrative:
Cmo determined the cause of the complaint was due to end user procedure of the syringes.

Event description:
End user reports plunger is moving without force after insulin is pulled into syringe from medication vial.

Manufacturer narrative:
Initial trend analysis for lot 61024 was conducted, no malfunctions were found. This is the only complaint for lot 61024. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports plunger is moving without force after insulin is pulled into syringe from medication vial.